Event description:
This is report 2 of 2 for the same event. It was reported that during an open reduction internal fixation (orif) surgery, it was observed that the quick coupling device was making grinding noise and not working while in use with the small battery drive device. It was further reported that the small battery drive device had an undetermined malfunction. There were no delays in the surgical procedure. Identical spare devices were available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.